Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer uses them, there is a risk that foreign material will remain in the channel even if reprocessing is conducted in accordance with the instructions for use. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope was observed with exhibited foreign matter in the air/water cylinder and tube, jet tube, and on the distal end sheath. There was no patient involvement.